Event description:
The customer reported false negative reactions of an external control with anti-a on erytype s art.-no. (B)(4), lot 7006010. The customer has sent us the external control called controcell 4 but not the complained lot of erytype s abd +rev. A1b. The controcell 4 was hemolytic and already expired when we received it. The expiry date of the control was 2010-(B)(6). In spite of this the controcell 4 was tested on the retention sample of erytype s abd+rev. A1b on tango. The controcell 4 reacted negatively with anti-a on the affected lot of erytype s abd+rev.a1b. According to the result sheet of controcell 4 the affected control cell is a weak reacting control. The affected erytype s abd+rev.a1b was also tested additionally with different control cells: all positive and negative reactions were correct.